Manufacturer narrative:
Updated section b5.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 435 mg/dl at the time of incident blood glucose level was 434 mg/dl. Customer was not using the auto mode feature at the time of the incident. Customer declined trouble shooting for high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 435 mg/dl at the time of incident blood glucose level was 434 mg/dl. Customer was using auto mode feature on insulin pump. Customer declined trouble shooting for high blood glucose. The insulin pump will not be returned for analysis.